Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Were there any issues in regard to staple formation throughout the care of patient? Was the location of the fistula where difficulties were encountered intraoperatively? Was buttressing material used? Was the site of the fistula identified? Please describe cleaning technique used by surgical staff between firings? How was the fistula addressed? What is the current patient status? Additional information requested and received: can you please explain how the fistula was identified/discovered? The surgeon discovered the fistula since the intervention day because the patient suffered by abdominal pain and had temperature. After the fistula developed, how was the fistula addressed? Was additional surgery required to repair the fistula? An additional surgery was performed and the fistula was drained and repaired. Is the current patient status known? The patient is recovered. Can you explain more about the third firing with the blue reload when ¿the surgeons filled metallic or mechanical friction¿? The surgeon had the impression that a staple was stuck into the jaws. Do you have the lot/batch numbers of the devices? No. Will all the devices be returned for analyses? No.

Event description:
It was reported that during the procedure in the second fire, in the antrum, with green reload 60 ecr , the powered gst stapler blocked. So the operator used the reverse system and recharged again with new green reload, then the stapler fired properly. After in the third fired with the blue reload, the surgeons filled metallic or mechanical friction during the fired even if the everything was ok. In the fourth fired instead with the new blue reload the stapler blocked . Also in this case the surgeon activated the reverse system and simply changed the reload with new blue one, and the stapler correctly played. At the end the procedure the suture was well done. The patient developed a fistula 2 days after the operation.

Manufacturer narrative:
(B)(4). Additional information requested and received: were there any issues in regard to staple formation throughout the care of patient? There were some bleeding. In fact at the end the surgeons did a sopraggitto technique with stratafix suture plus. Was the location of the fistula where difficulties were encountered intraoperatively? No. Was buttressing material used? No. Was the site of the fistula identified? Yes. Please describe cleaning technique used by surgical staff between firings? At the end of the firing before charge the next reload the used to clean the jaws by the saline water. How was the fistula addressed? Fistula precoce. What is the current patient status? Well he has already done control visit and it has been well. Additional information received: the fistula was placed at the gastric-esophageal junction.

Manufacturer narrative:
(B)(4). Additional information received: the fistula was placed at the gastro-esophageal junction. The patient underwent a revision surgery in which the fistula was treated with a coated stent.